Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number is fch17. The calibration was acceptable. The field service representative replaced the dilution cup, vacuum nozzle, collar, and associated tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150.6 mmol/l (reported as 151 mmol/l), and the repeated result was 138 mmol/l. The repeated result was believed to be correct. The sample was repeated because the initial result didn't match the patient's clinical history.